Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation occurred. The introducer could not be advanced into the carto vizigo¿ 8.5f bi-directional guiding sheath - large during sheath preparation, prior to use in the patient. There was no occlusion of irrigation and the sheath was not narrowed, partially blocked nor completely blocked. The sheath was exchanged to continue the procedure successfully. There was no patient consequence reported. Based on the event description, the most probable interpretation is that the hemostatic valve became dislodged and prevented the dilator from being introduced into the sheath. Therefore, this event was assessed as a reportable hemostatic valve separation. The biosense webster, inc. Product analysis lab received the device for analysis and on may 26, 2020 identified that the device was returned in the condition reported as the hemostatic valve was dislodged. Therefore, this issue remains assessed as MDR reportable.

Manufacturer narrative:
On 7/1/2020, the product investigation was completed. It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation occurred. The introducer could not be advanced into the carto vizigo¿ 8.5f bi-directional guiding sheath - large during sheath preparation, prior to use in the patient. There was no occlusion of irrigation and the sheath was not narrowed, partially blocked nor completely blocked. The sheath was exchanged to continue the procedure successfully. There was no patient consequence reported. Device evaluation details: the device was visually inspected and hemostatic valve is dislodged. A second closer inpection was performed and visual analysis revealed that hemostatic valve was pushed in into the hub.brim cap and friction ring have no damage. Friction ring appears with no damage and is observed still in place. The dislodged condition noted on the hemostatic valve is related with the costumer complaint and may have appeared to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).